Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated needle placement was verified during the refill by aspirating drug every 5ml. The hcp did not rule out possible partial pocket fill. The cause of the volume discrepancy and overdose was not determined. No further actions were taken to resolve the issue. The patient was currently fine at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (4000.0mcg/ml, 3296.6mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A refill occurred on (B)(6) 2018 and the expected reservoir volume (erv) was 8.7ml and the actual reservoir volume (arv) was 8.2ml. No change was made to the medication (concentration or dose). After 10 minutes following the refill procedure the patient became bradypnea, somnolent, and low oxygen saturation. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient immediately went to the hospital and was treated with naloxone. After 4 hours, the hcp aspirated the medication from the pump (erv was 39.8ml and arv was 39ml). The patient was currently in the intensive care unit (ICU). The patient reportedly need more naloxone, otherwise they were very tired and had bradypnea. The patient's status was reported alive with injury. The issue was considered ongoing. The pump remains implanted-in service. No further actions were reported. No further complications were reported/anticipated.